Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-30, information was received from a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back syndrome. The patient reported at right after implant surgery, the pump was protruding from their abdomen, "was twisting and painful". The patient stated, "wasn¿t secured well". A revision occurred in (B)(6) 2017 to put the pump in a sleeve. The patient noted that the surgery was not due to an issue with the pump itself, but the placement of the pump.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-03, additional information was received from the patient. The patient confirmed the pump started moving around after implant and wobbling inside, causing pain and discomfort. The patient stated that the hcp put the pump back in the same location during the revision and encased it in the sleeve. This resolved the movement issue and the patient confirmed the pump no longer moved. The patient stated that when the healthcare professional (hcp) opened the pocket, "he had ever seen anything like it". The patient stated that the whole pocket was encased with infection, but they had no other indications or symptoms of infection. The patient stated that there was one suture that didn't heal properly and was tender, but there was no pus, no high white blood cell count, and no fevers. The patient stated that the surgery was spent cleaning the infection and securing the pump sleeve. The patient confirmed that the infection was resolved and everything was working.

Manufacturer narrative:
The patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.